Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endo catch product was used. A piece of the plastic bag came off and was found inside the pt after the specimen was removed. The piece was removed without difficulty. There was no pt injury reported.